Manufacturer narrative:
Complaint not confirmed. Failure analysis of the returned nova max link blood glucose monitor met all test specifications. The complainant did not return the blood glucose test strips from the reported lot (1020218344). Retain testing of the reported lot indicates the performs as intended - all results are within specification. The consumer returned a vial of lot 1020917312 that contained 3 test strips. There is no alleged deficiency reported by the complainant on the return lot of glucose test strips. Failure analysis of the returned products was unable to replicate the alleged performance issue. Althought the vial weight of the returned test strips from lot 1020917321 was out of specification, the failure analysis results (glucose values obtained) were within test specification. This is further supported by the qa retain results from the lot which indicates the performance of the retain strips are within product specification. Vial weight failure is consistent with compromise by exposure to humidity and/or fluid. Root cause for the complainants complaint could not be identified. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. Nova biomedical will continue to monitor for recurrence as part of our post market surveillance program.

Manufacturer narrative:
The difference between the two back to back values (lo & 361 mg/dl) has been determined to be clinically significant. The complainant stated he "felt fine and normal". There was no report of any adverse effect or sequelae as a result of consuming the 'mountain dew' in conjunction with treatment of his glucose levels. The blood glucose monitor and test strips are expected to be returned for evaluation. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling. Keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial.

Event description:
Complainant concerned about "lo" readings (blood glucose value less than 20mg/dl). He then consumed a 'mountain dew' right after the "lo" reading. Complainant stated he did not 'feel low'.